Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was damaged. It was reported that the damage was with the drive support cap. The customer's blood glucose level was 378mg/dl. Troubleshoot was reported to be conducted. It was reported that the drive support cap was protruded. It was reported that the pump would be replaced and returned for analysis.